Event description:
There are no additional details regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was not cutting properly; holes in the skin graft. The control bar was out of position and the machined head was damaged. The machined head was replaced and the control bar was repositioned correctly to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during inspection, the device cut's holes in the skin. No adverse events are associated with this malfunction. No harm or delay were reported. Due diligence is complete and there is no additional information available.